Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 m) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, customer went swimming with the pump. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. A cartridge change was performed resolving the issue. There was no reported adverse impact.